Event description:
The technician alleged that the trendelenburg did not function on the bed. No injury reported.

Manufacturer narrative:
The technician replaced the trendelenburg valve to resolve the issue.